Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charge and reboot passed. The receiver log passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver functional tests failed. A global communication tool tone at medium test was performed and failed. "Try it" manual tests were performed and failed. The receiver case was opened for an internal visual inspection and it passed. The speaker and vibrator resistance were measured and they failed because they measured out of specification. The allegation was confirmed. The probable cause is defective speaker. No injury or medical intervention was reported.